Event description:
Customer reportedly obtained results of 42mg/dl and 83mg/dl within 5-15 minutes on the same device. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.